Manufacturer narrative:
(B)(4). Batch # r58m51. Investigation summary: upon visual inspection of a photo, the following was observed: the photos show a device from handle area from front view and the trigger release bottom was missing. Also, open handle was noted on down area of bottom. In addition, the closing trigger can be seen in closed position. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during unknown surgery, after insert into the trocar, could not open the jaw and the release button broken off and the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. All the pieces would be returned. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58m51. The ec60a device was received for analysis with release button broken off and with the closing trigger and anvil in the closed position. No cartridge was returned for analysis. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.